Event description:
Patient reported "yellow discharge from nipples, right side neck, arm down to fingers numb, anxiety, autoimmune disorder, fatigue, body aches, borderline lupus and MRI results show bi-rads category 4". Patient stated "I have being seeing a breast surgeon and she is suspicious of breast lymphoma". This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of autoimmune disorder is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: autoimmune disorder.

Event description:
The reported events have been deemed either non-serious or not related to the device. There are no longer any reportable events associated with this device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.